Event description:
It was reported that the patient underwent a sling procedure during 2006. The pt was on coumadin therapy prior to the procedure. The coumadin was discontinued pre-operatively and the pt was placed on lovenox. Coumadin was re-established three days post-operatively. The pt experienced post-operative bleeding on two different occasions. The first time, the patient was treated in the office. The second time, which occurred ten days post-operatively, the pt was brought to the operating room and stitches were used to stop the bleeding. The patient's stress urinary incontinence redeveloped and was confirmed by urodynamics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.